Event description:
It was reported that during a cryo ablation procedure, the patient experienced a phrenic nerve injury. The balloon catheter continued to be used and the procedure was completed with the cryo. It was further reported that the phrenic nerve injury did not recover at the time of discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed which demonstrated no system notices or issues. There is no indication of a product malfunction and no products were returned. A clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.